Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant medical products: right breast implant saline mentor smooth round moderate profile 325cc, catalog number 3501645, manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent primary breast augmentation with a mentor smooth round moderate profile 325cc saline breast implant, and suspected post-operative deflation on the left side. As a result, the patient had the device explanted on (B)(6) 2018. However, during the explant surgery, it was noted that the device was intact. Even though there was no device issue, this event will still be reported to FDA, as the suspected device issue led to medical intervention.